Manufacturer narrative:
Quality-safety evaluation of ptc: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, me reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 17-feb-2017: quality-safety evaluation of ptc received. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced chronic pelvic pain/severe pain, amongst non-serious events. Plaintiff underwent a surgery to remove the coils approximately seven years after the insertion. Pelvic pain is anticipated in the reference safety information for essure. During essure therapy, pelvic pain may occur. Considering the plausible temporal relationship and lack of alternative explanation, a causal relationship between the reported event and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / severe pain") in an adult female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), alopecia ("excessive hair loss"), vitamin d deficiency ("vitamin d deficiency") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (to remove her essure coils on (B)(6) 2016). At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, alopecia, vitamin d deficiency and fibromyalgia outcome was unknown. The reporter considered pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, alopecia, vitamin d deficiency and fibromyalgia to be related to essure. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced chronic pelvic pain/severe pain, amongst non-serious events. Plaintiff underwent a surgery to remove the coils approximately seven years after the insertion. Pelvic pain is anticipated in the reference safety information for essure. During essure therapy, pelvic pain may occur. Considering the plausible temporal relationship and lack of alternative explanation, a causal relationship between the reported event and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.